Event description:
It was reported by a customer in the USA that during patient use, the 840 ventilator generated a device alert. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. Tse recommended checking the service switch, and if that did not resolve the issue, to replace the breath delivery unit (bdu) printed circuit board (pcb). The customer will perform the repair, calibrations and tests. There is no available info regarding the repair being completed. (B)(4).